Event description:
This MDR is being filed as exposed material. It was reported that following re-treatment with a urethral bulking implant performed in 2006, the pt experienced dysuria, hematuria, pyuria , and urgency. The onset of complications was the same day as the second injection. A cystoscopy was performed and the exposed material was observed and transurethrally removed the following three weeks. The exposed area measured 0.5 x 1.2 mm. The current status of the pt was listed as "incontinent". Injection details are as follows: 0.85 ml of material injected. Transurethral approach, rate of injection 90 seconds each side. Held for 60 to 90 seconds on each side. Needle imbedded to shoulder at the position of 0900-/1500 blanching, blebing and coaptation of urethra observed.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.